Event description:
The customer reported that their central nurse's station (cns) screen went blank on its own.

Manufacturer narrative:
Details of complaint: the customer reported that the display screen on the central nurse's station (cns) went blank on its own. The cns was monitoring bedside monitor's (bsm's) at the time. No patient harm or injury was reported. Service requested / performed: evaluation / repair. Investigation summary: the customer indicated that when the complaint screen was plugged in directly to the cns it was working properly (bypassing the kvm). The customer checked that the kvm was working when used with the primary display. The issue only occurred when the kvm was connected to the complaint screen. A review of the history of the serial number identified no other reports of the issue. Based on the available information, a definitive root cause could not be identified. However, since both the complaint screen and the kvm were functioning properly when not connected, it is possible that the cable (vga) used to connect the devices may have been defective. It is also possible that the connector of the kvm for the display screen was defective.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) screen went blank on its own. The cns was monitoring bedside monitor's (bsm's) at the time. No harm or injury reported. Nk ts remoted in and found that when the kvm is hooked up to the secondary screen, the cns will not register it as a display. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: multiple bsm's were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: bsm's - model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) screen went blank on its own.